Event description:
Letter from attorney alleges that when device was implanted, doctors stated that device would last for approximately five years. Thirteen months and one day later, the device stopped working, and pt now requires another surgery to correct the problem. No device has been returned to MFR for analysis. No further info available on pt or device due to pending litigation.